Manufacturer narrative:
During the preventive maintenance visit the field service engineer (fse) found an obstruction in the vacuum tube of the modules. The obstruction was cleared and the customer has had no further issues. The investigation determined the obstruction in the vacuum tube was the root cause of the issue.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter questioned sodium (na) and potassium (k) results for multiple patients tested between (B)(6) 2019 and (B)(6) 2019 on 2 cobas 8000 ise modules. The customer provided discrepant na results for 6 patient samples. Of those 6 patient samples, 2 patient samples also had discrepant k results. This medwatch will cover serial number (B)(4) (module 2). Refer to medwatch with patient identifier (B)(6) for information serial number (B)(4) (module 2). No erroneous results were reported outside of the laboratory. There was no allegation that an adverse event occurred. The customer looked at the serum in the primary sample tubes and they looked fine. The customer continued to have issues after the service visit. The customer had replaced the na electrode the week of (B)(6) 2019 prior to the discrepant results on (B)(6) 2019. Preventive maintenance was performed on 07-mar-2019. Investigations are ongoing.